Event description:
It was found during the investigation of the returned pump that multiple cassette locked but not latched alarms were observed in the device event log/alarm history. This is a high-priority alarm and could potentially interrupt therapy if it occurs during patient use.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and multiple "cassette locked but not latched" alarms were noted. A review of the 12-month service history was performed, and no relevant findings were identified. Visual inspection and functional testing were performed. The customer allegation was confirmed through functional testing per pvt, and the probable cause of the issue was determined to be a defective latch lock flex sensor. The latch lock flex sensor was replaced. Upon further investigation, the battery door was found to be missing and was replaced. In addition, the dso seal was found to be delaminated and was replaced. The dso was calibrated, and pvt was performed. The unit passed all testing criteria and was reset to the standard configuration.